Event description:
A customer contacted beckman coulter inc. (Bec) stating that the datalink/dl2000 data manager modified an instrument generated college of american pathologists (caps) survey rheumatoid factor (rf) sample result of "<650 iu/ml" to "<20 iu/ml". The original sample result was accompanied by a "lt" instrument flag, which stands for "less than". The instrument had an application configurable rule to modify any result that contained the "lt" flag to "<20". A review of the datalink/dl2000 data manager application logic revealed an assumption that "lt" flags would be uploaded only when the result was lower than the analytical range lower specification of 20. The bec personnel responsible for configuring the logic did not realize that the instrument would also upload an "lt" flag when the result was less than the over-range detection and correction (ordac) range, which was the issue in this instance. Therefore, the original result was incorrectly converted to an erroneous output result. This result was not a patient result, and was not reported to any patient records. There was no death, serious injury, or modification to patient treatment associated with or attributed to this event.

Manufacturer narrative:
Bec customer technical support (cts) had the customer disable the software configuration rule.